Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was advanced into the left atrium. A 27mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed. Multiple recaptures of the device were required while assessing release criteria. A thrombus was immediately noted on transesophageal echocardiogram (tee) imaging attached to or near the wds. The was was advanced closer up to the wds and aspirated in an attempt to remove the thrombus. After the attempt, the physician decided to recapture and remove the wds. A new wds was inserted and was unable to meet release criteria, so the procedure was cancelled. There were no patient complications.